Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an adult brief. The customer states that the pt had a severe reaction to the inner blue absorbent area of the brief. The dr prescribed triamcinolone .5% topical cream for treatment of the affected area.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.